Event description:
According to the info received, there were no reports or indications of a middle ear infection immediately prior to the onset of meningitis. The pt contracted meningitis. The pt was treated with ceftriaxin and aciclovir IV. It was reported that the pt had vomiting, seizures, coagulopathy, petechial bleeding, circulatory collapse and lapsed into a coma. It is unlikely that a middle ear infection was present during implant surgery, because at the time of the meningitis, no traces of such an infection had been detected.